Event description:
Caller reported a cartridge alarm 30 with their insulin pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Tandem technical support decided to replace the pump, and a replacement pump with updated software was sent to the customer. Customer agreed to complete required training before using the replacement pump and received instructions on how to handle and return the faulty pump.